Event description:
It was reported to philips that the led indicator remained on even when paddles were stored and device power was off. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer. The remote service engineer (rse) evaluated with the assistance of the customer and found that reported problem was a normal operation of paddles when they need to be repositioned and or cleaned. Upon conclusion of the evaluation, it was determined that this was due to the paddle not being positioned correctly and or needing to be cleaned. The rse provided the customer with instruction on what to do to resolve the reported problem. The device remains at the customer site and no further evaluation is required at this time.